Manufacturer narrative:
It was reported that there weren¿t any implants inside the vials. Zimvie made multiple follow up attempts to obtain additional information. However, no further details have been received. Zimvie did not receive one (1) tsvt4b11, (imp,tsv,4.1,11.5,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1233374. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1233374 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : other¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined was improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event/coob is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided

Event description:
It was reported empty vials received, no implant inside. Procedure was completed using another implant.